Event description:
During the CABG procedure, the electrosurgical pencil activated without pushing the button. Upon exam, pt was found to have two burn marks in the right upper thigh and groin area approx 1 cm in diameter and about 3 inches apart. The pencil came from a surgical sterile pack supplied by sterile concepts and it was identified to be a conmed pencil.